Event description:
It was reported that pump generated cartridge alarm 20 during cartridge loading, and caller also noted cartridge alarms with consecutive cartridges for same pump. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump for insulin delivery while technical support arranged warranty replacement pump, confirmed shipping details, instructed caller to place pump into storage mode before return, and advised that customer would need to reenter pump settings and reconnect continuous glucose monitor to replacement pump, which caller understood and acknowledged.